Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left femoral profunda artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. The femoral profunda artery was used for access as morbid obesity prevented access at the common femoral artery. Reportedly, when the plunger was removed no sutures were present. The device could not be removed from the patient anatomy. The patient was taken to surgery and a simple cut down was performed to remove the proglide device. A piece of calcified plaque was caught under the foot. Hemostasis was achieved by surgical suturing. There was a clinically significant delay in the procedure of one hour. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the proglide was used to treat the femoral profundal artery. It should be noted that indications section of perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.